Event description:
Hill-rom found a CPR level assembly missing hardware on one of its excelcare bariatric bed frames during a between patient inspection at a hill-rom service center. The technician installed the missing screw and nut to return proper function to the CPR assembly.

Manufacturer narrative:
Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 as indicated in MDR 1045510-2009-00021.